Event description:
Complaint is reported as: the connector was found broken prior to use.

Manufacturer narrative:
Product has not yet been received by MFR, therefore, investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.